Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking fluid just below the planecta. The pm set was exchanged, and the procedure was successfully completed. No patient injury to report.